Event description:
Patient in for percutanious treatment of intracranial aneurysm. Coils placed and balloon used to increase flow. Balloon would not deflate after use. Multiple attempts to deflate without success. Artery ruptured and patient bled intracranially. Resulted in catastropic brain injury. Patient met brain death criteria.